Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a high out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) stated there were two out-of-range (oor) shock impedance measurements and noted that this is high for a lead programmed triad. Ts then advised to bring the patient in to check and trace the source of impedance. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
---

Event description:
Additional information states that the defibrillation threshold (dft) testing was performed in both triad and rv coil to can configurations; however, the source of impedance was not identified. Both attempts were successful. Also, several shock impedance readings were taken and shock impedance readings were still high. With this, the physician decided to change the lead and was successful thereafter. This rv lead was explanted and is not expected to be returned for analysis. No adverse patient effects were reported.